Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 on the auxiliary cabinet had failed, displaying the error message failed to close. The field service engineer (fse) discovered that the latch inseparable magnet was missing, replaced the inseparable component, and also replaced the rails due to the right rail not fully opening. After completing these repairs, the fse performed open and close tests using the hardware test application and verified that the drawer was operating correctly. The drawer was functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed to close, and although the customer attempted to resolve the issue three times and physically closed the drawer, the system did not recognize it as closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.